Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported by the sales representative that the fluid backed up beyond the plunger of the syringe. To aid in the investigation, one sample was received for evaluation by our quality team. The sample came in a plastic bag with no packaging blister and is connected to an extension line. It has 19ml of an amber colored drug. A visual inspection was performed with a 10x magnifier lens finding no residues of the drug past the stopper or between the stopper ribs. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that fluid leaked past the bd luer-lok¿ tip syringe stopper during the infusion. The following information was provided by the initial reporter: "we had an issue in our nicu where an infant had a subclavian central line that was placed surgically on (B)(6). Rn noticed blood backing up through the 2nd lumen. Alaris pump was programmed correctly and infusing. 2nd lumen was unable to be flushed. Nnp called to the bedside, attempted tpa x2 - unsuccessful. When the syringe was removed from the pump, the syringe had approx 20ml of fluid, however the fluid backed up beyond the plunger - like the fluid had seeped from the plunger."